Event description:
Pt stated she had a bad allergic reaction to synvisc one. Her knee welled up and she had to go to the dr's because of the fluid. Mdo aware and discontinued therapy. Dose: 48 mg to each knee ia. Dates of use: from (B)(6) 2012 to unknown. Reason fur use: unknown.